Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Customer declined to reload the cartridge, but will monitor the insulin gauge for discrepancies. The customer reported a blood glucose level of 227 (mg/dl) and delivered a bolus to stabilize bg level.